Event description:
The patient had two ventricular septal defects (vsd) and a 6mm amplatzer muscular vsd occluder (muscvsd) was implanted. However, before an 8mm muscvsd could be implanted to cover the second defect, the patient expired due to her condition, not due to the device.

Manufacturer narrative:
The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the product was not returned for analysis; however, review of the device history record confirmed the product met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.